Event description:
Reportedly, while firing, the handle would not squeeze in the middle. This occurred four times continuously. Also the staples would not form properly. Finally changes to open procedure. No further patient injury reported.